Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer charged and began using a secondary pump to address their elevated bg, and subsequently reverted to using that pump for their insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.